Event description:
The surgeon reported that the patient wasn't having any symptoms and could feel stimulation. He said that the patient wasn't having any symptoms and could feel stimulation. He said that x-rays showed no device issue or incomplete pin insertion. The surgeon believed it was a m1000 increased impedance issue. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction this event is consistent with this investigation. No further relevant information has been received to date.

Manufacturer narrative:
B5. Section d. F10, h4. And h6, corrected data: initial MDR didn't include information that the impedance was related to high impedances for certain m1000, so the event description and device information was updated.

Event description:
It was reported that high impedance was detected on the patient's device. Impedance was just over the upper limit of normal impedance of 5300 ohms. The manufacturer's device history records of the lead and generator were reviewed. The generator and lead passed final functional and quality specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.